Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was not confirmed as the suture was not returned for analysis. The lot history record and exception reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 9f sheath hole prior to a carotid intercranial bilateral arch interventional procedure. Reportedly, a suture break occurred. The suture of a new prostyle device was successfully pre-placed. The interventional procedure was completed using the 9f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.